Event description:
It was reported that this right atrial (ra) lead exhibited impedance greater than 3000 ohms. Programming options were discussed for magnetic resonance imaging (MRI) conditioning. This implantable cardioverter defibrillator (ICD) and ra lead remains in service. No adverse patient effect was reported.